Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first part of a laparoscopic sleeve gastrectomy, the stapler was able to fire, the two staples fell into the patient's cavity and were retrieved. Another reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first part of a laparoscopic sleeve gastrectomy, the staples fell into the patient's cavity. Another reload was used to complete the procedure. There was no patient injury.